Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the staff and surge on were not able to get the stapler and reload to fire. Several attempts were made to unload and load the reload with no success. The surgeon rotated the shaft and closed the jaws on the tissue. It was explained that the surgeon had to hold the handle of the stapler closed to keep the jaws shut on the tissue. Then the surgeon asked the tech to push the green firing button. When the button was pushed, it retracted into the stapler handle so only half of the button was visible. It was also noted that the surgeon was still holding the handle in the shut position. It was mentioned that if the surgeon releases the handle the jaws would open. They would not stay closed on the tissue. Another stapler was opened and continued to have issue trying to fire. The surgeon ended up using endo loop in place of the stapler. It was also noted that the reload was not able to be used with a different stapler. There was no patient injury.